Manufacturer narrative:
Initial

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor intermittently lost bluetooth communication with the ilet when the user moved out of range while the ilet was charging and again later during a brief signal interruption after which glucose values resumed without intervention; the issue involved intermittent signal loss. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communication interruption between the cgm and the ilet with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was traced to inconsistent signal communication likely related to external factors.